Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and abdominal pain. It was confirmed that the patient did not experience peritonitis. The cause of the event was not reported. The day after the event onset, the patient was hospitalized and was treated with vancomycin injection (500 mg, stat, intraperitoneal, for 1 day). The patient recovered from the event. Pd therapy was ongoing. No additional information was available.